Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During surgery, the needle was detached from the suture easily. It was not a control release needle. The lot number is unknown. There were no adverse consequences to the patient.